Event description:
The hcp reports the patient presented in 2005 with signs of infection including redness, drainage, incisional wound opening and meningeal signs and symptoms. The hcp also indicated the patient was picking at the surgical wound. The report shows the primary location of the infection is unk. A sample of patient cerebral spinal fluid was cultured, but results were not reported to the manufacturer. Subsequently, both IV antibiotics and oral antibiotics were instituted to treat the infection. The patient realized total device system explant and the infection has reportedly resolved. The hcp indicated patient risk factors prior to implantation of the device were unk. The product was surgically retrieved, but has not been returned to the manufacturer for analysis.